Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative was calling for additional information regarding pump off of the patient¿s pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient had an empty pump reservoir. The event date was (B)(6) 2018 when the pump was alarming. The hcp did not know if the pump was ever updated with the tablet. No device was available, and it was noted that the patient did not have a managing physician currently and no one was able to refill it. There was no way to interrogate the pump to confirm and no troubleshooting could be performed due to lack of access to the product. A representative was paged to come out to check the pump. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the cause of the empty reservoir, it was clarified that the patient had been unable to find a provider to manage their pump. Regarding if the pump alarm was confirmed, it was noted that the pump was at end of service (eos). The pump was interrogated and was shut down. The patient went through withdrawal symptoms a few months ago, but they did not recall exactly when. The device was still implanted but not functioning. The patient was without injury. The patient¿s weight was unknown.